Manufacturer narrative:
(B)(4). Method: there were no other devices of the same lot number in inventory for analysis (in addition to the returned sample). Device history record was reviewed with no anomalies similar to the complaint condition found. Results: device was returned with a separation between the first and second t-sites at the tubing bond. Evaluation of the bond area found evidence of solvent residue as per specification. Conclusion: the user was folding the device during use which caused/contributed to the t-sites torquing and weakening the tubing bond to failure. The design did not intend for the device to be folded in that manner. A corrective action to extend the tubing length in between t-sites has been identified. Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The foreign ((B)(4)) distributor received a report from the hospital that in (B)(6) 2012, an IV administration extension set had disassembled. It was reported that the device disassembled during priming using the medication propofol. The alleged malfunction was discovered during priming and there was no pt complication as a result. Additionally, there was no impact to the clinician(s) or other people reported as a result of this alleged incident. The device was returned to the manufacturer for analysis. No further info is available at this time.